Event description:
It was reported that 154 days after implantation of a 3.0x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. The lesion was pre-dilated with a 2.5x15mm maverick balloon. A 3.0x16mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. It was reported that the vessel was not tortuous and the lesion was not calcified. The pt received intracoronary nitro-glycerin, integrilin, and angiomax during; plavix and aspirin after the procedure. It was reported that there were no complications. The pt presented 154 days after the initial procedure with recurrent chest pain and an 80-90% in-stent restenosis in the lad. A 3.5x16mm taxus stent was deployed in the lad in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The pt received heparin, intracoronary nitro-glycerin, and integrilin during; and plavix after the procedure. The pt "tolerated the procedure well".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch # 8319667 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.